Event description:
A hospital in (B)(6) reported that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber during set up.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The complaint chamber was visually inspected and connected to a water bag to test for leaks. Results: the visual inspection found the feedset tube to be slightly pulled out off the spike. Small drops of water began to build at the connection between the feedset tube and the waterbag spike when it was connected to the water bag. A sufficient amount of glue was found at the spike and feedset tube connection. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the partly pulled out feedset tube indicates that tension was applied to the tube causing the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."